Event description:
It was reported that during a cranial procedure the perforator bit did not stop and tore the dura. It was also reported that there was no patient injury as a result of this event. It was further reported that there was no delay and the procedure was completed.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the manufacturer for evaluation, it was discarded. Lot number information was not provided to permit further investigation. The root cause is undetermined.